Manufacturer narrative:
(Follow-up #2), additional plant investigation: as a specific lot number was not provided by the customer, the manufacturer performed a search of all product lot numbers for the reported dialyzer catalog number (0500316e) that were shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. A records review was conducted by the manufacturer on all eleven lots of fresenius dialyzers that were identified from this search. There was one lot identified with one approval temporary deviation notice (dn). There was no indication during the manufacturing review of the batch records of any product non-acceptance, non-conformance, rework, or deviation identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. All lots identified in this records review passed all release criteria. There was no sample available to be returned to the manufacturer for evaluation. Therefore, the reported complaint could not be confirmed. Therefore, the method, results, and conclusion codes remain unchanged from the previous submission.

Manufacturer narrative:
The lot number has not been confirmed by the complainant. The complainant had reported that the dialyzer lot used for treatment on the next treatment date of (B)(6) 2017 was (10) 17cu01014, (17) 200331. The complainant was asked to clarify the lot number used for treatment per this event date of (B)(6) 2017, for which the complainant stated that the lot number used in the facility was (17) 200331. This is not a valid dialyzer lot number and is a section of the gtin number indicating a lot number with a specific expiration date. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the device manufacturing records was conducted on the originally reported lot number 17cu01014 by the manufacturer. There was no indication of any product non-acceptance, deviation, non-conformance, rework, or issues with labeling or process controls, or any other occurrence identified during the manufacturing process which could be associated with the reported event. The lot 17cu01014 passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Additionally, the dialyzer instructions for use (IFU) document is included in each case of fresenius optiflux dialyzer product and cautions the user regarding reactions.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: the documentation in the complaint supports a temporal association between the optiflux 160nre dialyzer and the patient complaints of shortness of breath, chest heaviness, and becoming anxious during hd treatment. In light of the fact that the dialyzer was changed to the baxter exeltra 150 on (B)(6) 2017 with the absence of previous symptoms experienced during hd treatment suggest a possible causal relationship between the complaints of shortness of breath, chest heaviness, and becoming anxious and the optiflux 160nre dialyzer. However, the patient¿s past medical history and comorbid conditions (asthma, pulmonary emphysema, chronic obstructive pulmonary disease (copd), and anemia of chronic disease) cannot be ruled out as possible contributors to the adverse symptoms experienced by the patient.

Event description:
A user facility clinic manager reported that when the patient arrived for a scheduled hemodialysis (hd) treatment on (B)(6) 2017, the patient had reportedly not had hd treatment for over a month. The patient records indicated that the last date of hd treatment was (B)(6) 2017. The pre-dialysis assessment included the initiation of oxygen therapy for patient complaints of shortness of breath. The patient's treatment started at 15:35. At 16:13, the patient¿s blood pressure (b/p) started to trend low and the uf was turned off and the patient was again administered oxygen (o2) at 2 liters per nasal cannula. At 16:49, the patient stopped treatment to use the bathroom, and was given 300 ml fluid when treatment resumed. The patient¿s hd treatment ended at 19:24. According to the medical records, the patient completed a full hd treatment and achieved the uf goal without any complaints. However, there is conflicting information from the progress notes documented at a later date that states that the patient experienced symptoms of chest heaviness, anxiety, and shortness of breath during hd treatment. It was also reported that the patient experienced the same symptoms during the next scheduled treatment on (B)(6) 2017 and were more severe. The patient¿s medical doctor (md) ordered the patient¿s next hd treatment to use a baxter exeltra 150 dialyzer. During the patient¿s next scheduled hd treatment on (B)(6) 2017, the patient was able to complete treatment without any complaints or symptoms with use of the baxter exeltra 150 dialyzer. No malfunction of the fresenius dialyzer in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The complaint device has not been returned to the manufacturer for evaluation.